Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time.

Event description:
It was reported that the unit was sent to them for repair because of a failure code. Check unit, if necessary repair. It was not noted if the issue occurred during a procedure. No pt consequence reported.